Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen and there was a failure with the recharger antenna and a "batteries low, replace controller batteries soon" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been having trouble with their neurostimulator for almost 2 months. Patient states will reset and will work again but over time getting worse and will not charge their internal implantable neurostimulator (ins) at all. Patient saw empty battery cannot continue recharge the controller last night. Pt stated they have been seeing messages for a number of weeks. Pt stated at times they will reset battery and will see recharge implant after a while. Pt stated these message pop up while charging. Pt mentioned they dropped their controller many times and now there is a rattling sound. Pt states it has been 2 days without stimulation. Patient service specialist advised to reset controller and after reset controller was charging like normal. Pt does not detect damage to equipment. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Pt got replacement controller a nd when they went to charge ins and got excellent quality and "within a couple minutes I got an rm-03 code". Pt says recharger telemetry module (rtm) is slightly warm. They remember the rtm didn't stay plugged into previous controller so it could have become damaged. They said it does fit into this new controller tightly. Emailed repair to send replacement controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 serial# (B)(6) implanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.